Event description:
Customer reported the pump module shut down (communication error) when bumped. Stated if the module is removed and put back on, it will usually start back up. In the case of the incident from (B)(6) 2012, the module did not restart. Picture of iui connector (black) rec'd from the customer. There was no pt harm reported and no medical intervention was required. Customer did not provide and no medical intervention was required. Customer did not provide any add'l event or pt info.

Manufacturer narrative:
(B)(4). The affected product has been rec'd and the investigation is pending. A f/u report will be submitted once the failure investigation has been completed.